Event description:
A site representative reported their open spine clamp teeth were stripped.. This was identified in sterile processing. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Suspect open spine clamp has not been returned to manufacturer for further evaluation.